Event description:
Additional information was received. It was reported that it was the proximal segment of the catheter that was cut during the pump replacement. The surgeon was able to fix the catheter during the procedure. There were no patient symptoms or injuries related to this event. The drug used in this system was infumorph.

Manufacturer narrative:
Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. (B)(4).

Event description:
It was reported that during a routine pump replacement, the catheter was discovered to have been cut. It was unclear if the catheter had been cut during the dissection of the pocket or if it had been cut earlier. The new pump was set to minimum rate and a new two piece catheter had been implanted, which used the existing spinal segment and a new piece. The hcp was in the process of programming the pump at the time of report following the procedure. Additional information has been requested, but was not available as of the date of this report.